Event description:
A microknife xl sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in a female pt in 2008. According to the complainant, "the needle fell off the catheter inside the pt. The physician retrieved the needle with a biopsy forceps ...". The procedure was completed with a second microknife xl sphincterotome device. No pt complications were reported as a result of this event, and pt's condition was reported as "fine."

Manufacturer narrative:
The lot number is unk; therefore, the MFR date cannot be determined. The device has not been returned; therefore, a device eval was not performed. The cause of the reported malfunction is undetermined. The lot number of the suspect device is unk; therefore, a customer shipment history review was performed. The review revealed that three lots (11354123, 11339022 and 11275914) were shipped to the customer prior to this event. A review of the device history record (DHR) for each lot revealed no anomalies. A search of the complaint database did not identify any add'l complaints recorded for these lots. The january 2008 15-month needle knife sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.